Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer's daughter called in behalf of her mother who was admitted to the emergency room because she accidently gave herself too much insulin from her insulin pump. The patient's blood glucose level was at 60 mg/dl. Customer is currently in the ER so they will call back when she is out. No further information was provided